Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motor control and motor endstage board. The technician replaced both boards to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Both boards were requested to livanova deutschland for further evaluation. A review all of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a pump from a s5 system displayed an error message during procedure. There was no report of patient injury.

Event description:
See initial.

Manufacturer narrative:
Both boards were returned to livanova deutschland for further investigation. During the evaluation the reported issue could not be confirmed. Both boards worked according the specification. As the issue could not be reproduced or confirmed, a root cause was not identified.